Manufacturer narrative:
Device was disposed and is therefore unable to be returned for investigation.

Event description:
A consumer reported that their power flosser accessory charger started to catch fire while charging. No injury or property damage was reported.